Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Additional clinical information supplied by the representative indicated the patients actual blood pressure may have been responsible for the placement signal (ps) low alarms. The pump was not returned. Data log review showed placement signal low alarms with no 5s parameter abnormalities related to sensor failure. The cause of the optical signal issue was most likely patient condition related due to the patients condition being unstable and deteriorating with non-nominal blood pressure. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28034. D10 concomitant medical products and therapy dates updated.

Event description:
The user facility reported a patient was on impella cp support for cardiogenic shock. During the placement with a 14 french sheath, the sheath kinked. The team replaced the sheath and placed an impella cp but during the first hour of support, the patient suffered ventricular tachycardia and had optical signal issues. The patient and family made the decision to not escalate care and the impella cp and lucas device were explanted and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical and vf/vt/af/at has been completed. The impella device was not returned for evaluation. During implant procedure, attempted to exchange sheath for long impella sheath in rfa however impella sheath kinked and unable to pass a wire. Short sheath then used successfully. The pump and introducer were not returned. The cause of the issue was a introducer sheath kink. The cause of the sheath kink was unknown. As the necessary information was not provided, the root cause of the vt/vf was not determined